Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to a damaged display. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was at 30 mg/dl with no associated symptoms reported. It was reported that the patient received glucagon via injection from the guardian with the assistance from health care professionals. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter stated that the pump self-bolused while patient was using the ez-carbohydrate program. The reported issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged issue with the ez-carb program of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.